Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case (B)(6) had foreign matter. The following information was provided by the initial reporter: the customer reported that a red dirt was found on the back surface of the tear drop label.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-19. H6: investigation summary: eight open 32g x 4mm pen needle samples and five photos were returned from lot. No. 0253583, cat. No. 320136. Visual examination was carried out on the returned samples and photos and a grease mark was observed on one sample. No issues were observed with the remaining seven samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This issue most likely occurred due to manual intervention on the line. H3 other text : see h10.

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp had foreign matter. The following information was provided by the initial reporter: the customer reported that a red dirt was found on the back surface of the tear drop label.